Event description:
It was reported that the remote transmission showed that the atrial lead had high impedances. It was noted that the atrial impedances have been slowly increasing and a chest x-ray showed that nothing appears to be different from that at implant. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558, implantable tachy lead, implanted: (B)(6) 2010. (B)(4).